Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: only one device was involved in this reportable event at the user facility. Additional unused lot samples from the same lot/product catalog number were returned from the customer for evaluation and investigation of this event. Fifteen sealed devices were received for evaluation. No damage was observed to the outer packaging. Samples were sealed and therefore was not decontaminated. One sealed sample (13th sample) was tested for evaluation purposes. No visual anomalies were noted to the device. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 15 times with each trigger, for a total of 30 dry fires. The device was able to prime and fire properly. All 30 dry fires were completed with no issues. A drop test was performed using a drop test apparatus with the top slide locked in place. After the device was released, the top slide did not self-activate. Therefore, the investigation is inconclusive for both reported failure to prime and self-activation as no issues were noted on the device during the functional testing, however, original sample was not received for evaluation. A definitive root cause for the reported self activation and reported failure to prime could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 02/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through normal density tissue, the buttons were allegedly stuck and two of them when used served well but two shots later allegedly failed. It was further reported that the device allegedly had resistance while priming as it allegedly fired by itself. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided prostrate biopsy procedure through normal density tissue, the buttons were allegedly stuck and two of them when used served well but two shots later allegedly failed. It was further reported that the device allegedly had resistance while priming as it allegedly fired by itself. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4. (Expiration date: 02/2026). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.